Event description:
It was reported that during a procedure to implant a vena cava filter via the femoral, the doctor had a difficult time advancing the system. The system was removed from the patient, and it was noticed that the marker band had come off of the catheter, but was still on the guide wire. The guidewire was removed with the marker band and there was no reported injury to the patient. The procedure was completed with another vena cava filter system.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. Upon inspection of the returned sample, the dilator was removed from the introducer sheath. The dilator moved freely through the introducer sheath and was intact and undamaged. The introducer sheath was missing the distal gold band and the tip appeared somewhat flared. There was an impression on the introducer sheath where the gold band had been swaged. The band was returned on the guide wire (unknown manufacturer). All measurements taken were within specification. The result of the investigation confirmed for the marker band detached from the introducer sheath, root cause unknown. It is unknown if patient and/or procedural issues contributed to this event.